Manufacturer narrative:
The siemens customer service engineer (cse) indicated that event occurred due to inappropriate reagent storage. The customer confirmed that they do not have any further issues with the instrument.

Event description:
Customer stated that instrument reported false negative leukocytes results on 10-12 patient samples and false negative bilirubin results on 15 plus patient samples. There was no report of injury due to this event.

Manufacturer narrative:
The cause for the false negative bilirubin and leukocyte results is unknown. Siemens is in process of investigating the issue.